Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device had non-functional sensing, due to continuous oversensing/noise. The cause was a leakage path on the hybrid pads attached to the integrated circuit.

Event description:
It was reported that there was multiple asystole and fvt episodes. There was no improvement with reprogramming. The patient underwent a procedure for device evaluation, in which the device was found to have been implanted "upside down" for six weeks. It was reimplanted in the correct position, but proper sensing after reimplantation could not be obtained, and noise was still observed. A new device was implanted in the same pocket, with proper sensing. No patient complications were reported as a result of this event.